Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of "compressor fault- 2001" was observed in the device logs. However, the device was put through extensive testing including power cycling, full functionality testing in CPAP mode, and overnight stress testing without duplicating a malfunction. The smart pneumatic module board was scrapped and replaced as a precaution. The customer's report of inappropriate shut down was could not be replicated or confirmed. There is evidence in the device logs suggesting that the device was powered off after the compressor fault-2001. However, it is unknown whether the device shut down or if the user shut down the device. The ventilator logs do not capture on/off power sequences or power toggles. The device was passed full functionality testing and stress testing with no discrepancies. The device was re-certified and returned to the customer. No accessories used at the time of the event were returned for evaluation with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "compressor fault-2001" message and inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.